Event description:
The customer reported that the charge button was not responding during op check and that they have to power down to exit the test.

Manufacturer narrative:
(B)(4). The customer reported that the charge button was not responding during op check and that they have to power down to exit the test. The device was evaluated at philips. The symptom was clarified as the device hanging at the charge button step in operational check. The processor pca was replaced to resolve the issue.